Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of therapeutic effect. The patient had 10 accidents in the past 48 hours prior to the report. The symptoms gradually came back since the implant about a month prior to the report. The patient was having concerns with their device and met with their health care professional (hcp) on (B)(6) 2015. The program was changed with no results. The patient was disappointed with therapy effect. Additional information received on 2016-03-07 later reported therapy has never worked for her and she was not sure what to do. Patient reported she did trial for two days and trial went well. Patient reported she has tried several different programs and it helps for a day and then it does not. Patient reported she went to the ER due to heart problems (B)(6) 2015 but she is not sure if it was related to implant and representative had to come and turn implant off for health care provider (hcp) to do EKG. Patient reported since having the interstim implant she has had five uti infections and she passed out twice in (B)(6) 2015 due to sepsis from uti and had to go to the hospital. Patient stated her family doctor thinks the implant is causing the urinary tract infections (uti).the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a hcp. It was reported that there were no diagnostics, actions, or interventions taken and a cause was not determined as they hadn't seen the patient since (B)(6) 2015. It was also reported that the patient had an appointment on (B)(6) 2015. Since the device was placed, their skin would get clammy but would resolve upon powering off the device. It was noted that they discussed that the palpitations and diaphoresis may be anxiety related. The patient had another appointment on (B)(6) 2015. On (B)(6) 2015, the same time the patient was admitted to the hospital for a severe uti and sepsis, the patient also became delirious and had severe myalgias rendering them unable to get up off the floor and they were hallucinating the use of their cell phone. They noted that their urinary incontinence was not, at the time, improved with the use of their device. After interrogating the device, they found that they were on program 3 98% of the time at 2.9 amps. On program 1 there was sensation in the left vagina at 1.6 amps and was tolerable at 1.8 amps. At 0,1 at 1.0 amp there was poor impedance, at 0, 3 at 1.5 amps, there was normal impedance. It was noted that the impedance check was within normal limits. The patient was concerned with a recurrence of their uti, but a urinary analysis (ua) showed a resolution of the uti. The patient was instructed to use program 1 at 1.8 amps and increase the amplitude until it is no longer tolerable, or until they reached 5 amps. The patient had another appointment on (B)(6) 2015. An examination of a sacral x-ray showed that the lead position appeared unchanged from the initial placement on (B)(6) 2015. The patient reported that they had urinated all over their floor on the morning of the appointment. They also had pain if the setting was above 2.5. They tried turning off the device and the symptoms got worse. They urinated 6-8 times per day and 5-6 times per night. They expressed concern that their episodes of syncope would continue without warning and was very worried that a uti caused their loss of consciousness and hospital admissions. A urine dip was negative for uti.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the patient reported the device never worked for them in spite of what the healthcare professional (hcp) stated. The patient stated there were times that they hoped against hope that it was working, but that was wishful thinking because they wanted it so badly. The patient noted they contacted their healthcare professional (hcp). The patient reported on (B)(6) 2016 they determined problem with leakage. The patient had the wire implanted along with the external neurostimulator (ens). The patient stated on (B)(6) 2016 they had the ens removed. The patient stated on (B)(6) they were implanted with the implantable neurostimulator (ins). The patient stated on (B)(6) 2016 they called the hcp due to heart palpitations and shakes. The hcp advised them to go to the emergency room until the manufacturer representative (rep) was located with instructions on how to turn it off. The patient noted the monitor was on program 3 at 3.2. The patient stated they were never sent with instruction on how operate it. The patient stated the electrocardiogram (EKG) was not readable. The patient stated once it was off they felt better and the EKG was normal. The patient saw the hcp on (B)(6) 2016 as the implant was not correcting the situation. The patient noted on (B)(6) 2016 they had it turned down as it was making their heart race and they were shaking. The patient noted she turned it up to 3.6, which was as high as she could bear, and they told the patient to leave it there until they saw the rep. The patient noted they had the same symptoms. The patient reported they saw the rep on the hcp office on (B)(6) 2016 and he turned it off again and reprogrammed, but told the patient to leave it there until monday and then try a new program. The patient reported on (B)(6) 2016 they had a stroke and were in the hospital for 3 days. The patient thought the implant caused the stroke. The patient stated on (B)(6) 2016 they turned on the monitor on, which made them shaky and their heart race like before. The patient turned it off. The same thing happened on (B)(6). The patient called the rep on (B)(6). The rep stated he would contact the hcp as it was the holiday weekend. The patient noted they were hospitalized on (B)(6) 2016 again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.